Event description:
It was reported that the patient developed infection. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago from date manufacturer was made aware. Block d6b: explant date: (B)(6) 2026.